Manufacturer narrative:
D4 - UDI: correction. Manufacturer's investigation conclusion: the reported event of a no external power event was confirmed via the submitted log file. The log file contained data spanning 10 days (B)(6) 2024. On (B)(6) 2024, from 02:15:28 to 2:15:33 a power cable disconnect and low power hazard alarms activate due to the voltage dropping below the alarming threshold. The patient was connected to mpu power source. The voltage on both leads continues to drop which is consistent with slow discharge of the mpu capacitors when they suddenly lose power. The system controller backup battery supplied power to the system during this event and pump function was not affected. The alarms were resolved when power to the mpu was restored. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file. Additional information provided stated that the ac power cord came loose from the wall outlet, and the mpu did not have a v-lock connector. The root cause of the reported event was determined to be the mpu disconnecting from the wall outlet. Mobile power unit serial number was not provided, therefore a DHR review is not required. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu. This section informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number was not provided, and manufacture date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and contained a loss of external power event while connected to the mobile power unit (mpu) on (B)(6) 2024. The low voltage hazard events seen were the result of slow discharge of the mpu capacitors when they suddenly lose power. No other unusual controller alarms or pump faults were seen in the log file. It was stated that the mpu did not have a v-lock connector on the ac power cord, and that the ac cord came loose from the wall outlet.